Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 780 hematology instrument. The volume of the leak was about 5ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse had observed there was a hole in the tubing through pinch valve pv4b. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the event was a hole in the tubing through pinch valve pv4b. This is bec internal complaint from service-support-call center (B)(4), post-manufacturing. (B)(4).